Event description:
It was reported that a trained physician attempted an arteriotomy closure using a starclose device after a interventional procedure. The physician was noted the thumb advancer would not completely advance. The device was removed without difficulty. There was no pt harm or injury report. Hemostasis was achieved with compression. No additional info available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.